Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to cardiac arrest could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas could not be conclusively established. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to cardiac arrest on (B)(6) 2016. The device was not explanted and will not be returned for evaluation.